Event description:
It was reported to philips that the customer, while performing preventative maintenance, noted the battery had "deteriorated" and needed to be changed. There is no report of patient involvement.